Event description:
The medtronic received information reporting that during the procedure, it was observed that the proximal segment of the axium framing coil pushwire was kinked/damaged. It was noted that the coil and all accessory devices were prepared as indicated in the instructions for use (IFU). Continuous catheter flush was administered during the procedure. There was no friction or difficulty during testing or delivery. The physician had not repositioned the coil during the procedure. It was indicated that there was no patient involved. During removal of the coil from the spiral the doctor noticed that the delivery system was broken proximally. On 2023-01-23 for, rep, hcp: additional information received reported that during removal of the coil from the spiral, the physician identified a fracture in the coil delivery system. Thus, they already discarded the material and did not insert it into the patient. Therefore the patient was not involved as it did not make contact with the patient. There were no issues that resulted in the damage that was found. The patient was treated with other coils and did not experience any harm. The patient was being treated for cerebral aneurysm embolization. Additional information received reported there was no damage or evidence of tampering to device packaging. The proximal end of the pushwire was secured in the guidewire clip when the package was opened. No prep was performed prior to the damage being seen.

Manufacturer narrative:
Product analysis #(B)(4): equipment used: vis (m-81805). Drawing(s) referenced: none. As found condition: the axium prime coil was returned for analysis within a primary shipping box, within a secondary shipping box, and within an opened axium prime outer carton (223574777). Damage location details: the axium prime pusher was found broken between positive load indicator (pli) and hypotube break indicator (hbi). The axium prime pusher hypotube break indicator (hbi) was found intact. No bends or kinks were found with the axium prime pusher. The pusher release wire coin was found pulled back from the lumen stop and the implant coil was found detached from the pusher. The detached axium prime implant coil was found still within the introducer sheath. No damages were found with the implant coil. Testing/analysis: none. Conclusion: based on the device analysis and reported information, the customer¿s ¿kink/damage¿ report was confirmed. It is possible the pusher damage occurred during production or upon opening the package and attempting to remove the product or after removing it from the package. However, the cause for the damage could not be determined. Damage to the axium prime pusher can cause the implant coil to detach. (Rosaj10 2023-03-21) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.